Manufacturer narrative:
The device was received by a third party service center and an evaluation was performed. The reported complaint could not be confirmed or reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery fault. There was no patient injury reported as a result of this incident.